Event description:
It was reported that, 4-5 months prior to this report, the patient experienced new increased abdominal pain in the lower left quadrant, which was not where the pump was placed. An inflammatory mass (im) was suspected. An MRI was done to rule out the im, but reporter did not have the results of the MRI. A pump refill was done on (B)(6) 2014. On the same day, motor stall and recovery due to an MRI occurred. Another MRI was done on (B)(6) 2014. The device system was used to deliver clonidine 1.3mg/ml at 0.2598mg/day, bupivacaine 40mg/ml at 7.994mg/day, and dilaudid 40mg/ml 7.994mg/day. Cause of the event, possible device issues, treatment/interventions, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).